Event description:
A report was received that the patient experienced a burn from the charging disc. It was noted that the patient fell asleep while wearing the charger. There were redness, pain and was hot to the touch. Blisters were also formed on the left of the ipg site. It was believed that patient had first and second-degree burns. The patient was treating the burn with ice, burn cream and neosporin.